Manufacturer narrative:
Visual inspection was performed and no traces of moisture were noted on the electronic or motor assemblies per. The insulin pump had rattling vibration due to vibrator motor adhesive was not adhering. The insulin pump had minor scratched on the lcd window and the following were cracked: corners on the display window, reservoir tube lip, and battery tube threads.

Event description:
It was reported that the customer fell into the swimming pool. The customer's blood glucose was 198 mg/dl. The customer stated that there was no visible fluid in the insulin pump but that there were three cracks at each corner of the screen. The customer stated that the insulin pump was neither bumped nor dropped. The customer further mentioned that the insulin pump had been vibrating without making any noise. Advised that the insulin pump needed to be replaced. Advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.